Manufacturer narrative:
The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation and an engineering evaluation was performed. The device was visually evaluated: the thv was stuck inside sheath shaft distal to strain relief. Slight curvature on the sheath shaft. The liner was fully expanded, distal tip opened as designed. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint resistance between system components was confirmed based on visual evaluation of the returned device. Available information suggests procedural factors (insertion angle) likely contributed to the event as it was noted in the procedure notes that there was a steep insertion angle . A steep insertion angle can result in non-coaxial alignment between the delivery system and sheath. Non-coaxial advancement of the delivery system through the sheath may lead to resistance. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
Edwards received notification from a thv territory manager that a patient underwent transfemoral tavr with a 29mm sapien 3 ultra resilia valve. As reported, during the 2nd attempt, a 16fr esheath+ and 29mm s3ur was used but the valve/delivery system got stuck further up the anatomy. The esheath was noted to have been inserted at a steep angle. A vascular surgeon was called and a cut down was performed to remove the system. No damage was noted on either valve as they remained in the esheaths. The devices will be returned for evaluation. A 3rd system was used successfully without incident. The patient was closed by the vascular surgeon. The patient was discharge on pod #2.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted upon completion.